Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the device shuts itself off during use. No consequences or impact to patient.

Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned device was evaluated which included functional testing. During investigation it was found that when device is powered on the device emits a watchdog alarm, displays error 14 (vcc voltage error), and continuously reboots. The device does not fully boot due to the error 14 watchdog alarm. The vcc output from u2 (on board mcu power supply) on system board is outside of specification due to a failed u2 component.